Manufacturer narrative:
The product was not returned, the investigation was performed based on the provided information. Based on the investigation, no nonconformances were found related to this complaint. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device coupler is loose. There was no patient involvement.